Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-25125. It was reported the patient is not receiving effective coverage in her lower back. An impedance check revealed an invalid contact; however, it did not impact programming. The patient will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.